Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, inflation difficulties were encountered. It was further reported that stent damage occurred. The lesion was predilated with a 20 and 25 mm balloon. The physician then placed the taxus express2 8.8% 3.0x16 mm drug eluting stent, but was unable to inflate the balloon. The physician withdrew the balloon and stent to verify the integrity of the device and then tried to reinflate a second time. At 20 atm, the balloon would not inflate. The device was withdrawn from the patient and there were no complications reported.